Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve injury. The case was completed with cryo. Subsequent chest xrays indicated that the patient's right diaphragm was elevated. No further patient complications have been reported as a result of this event. The patient was part of the cryo af global registry study.